Event description:
Zoll customer support contacted an (B)(6) male pt to exchange his charger/modem. The pt's download revealed numerous 0f80 battery charger fault flags. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (0f80 battery charger fault flags) has been confirmed. Upon eval, the temp line signal was frequently stopping the charge cycle which prolonged the total time to charge a battery. The cause for why the temp line signal was stopping the charge cycle is contamination on the battery interconnect pca board. The root source of the contamination cannot be positively determined. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.